Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with pneumothorax on the day the device was implanted. R-wave varied. Leads revealed normal lead position. No medical procedure or symptoms were reported. The patient will continue to be followed.